Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum a part of the instrument was damaged and clogged. There was no report of patient impact. The following information was provided by the initial reporter: the bd q-syte stand alone connector was attached to the cvc line. The silicon rubber was broke and blocking the pathway, that causes difficulty to flush.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displays the q-syte top disk to have been partially pushed into the top body. This creates difficulty when creating a connection as indicated by your report. The septum was identified as pushed in as it does not form a circle as expected from the angle of the photo. This can be observed by the top appearing to form a circle and the bottom does not replicate or show the asymmetric appearance expected from the device. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A pushed in top disk may occur due to insufficient or missing adhesive or a misaligned probe during the septum exercising process. During application a pushed in top disk may occur due to over actuating, excessive force, angled insertion, connection with a non iso luer, and use of needle or blunt cannula. Without the sample for evaluation further investigation cannot be conducted as close evaluation of the damaged area is hindered by the limited photo evidence. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported while using bd q-syte luer access split septum a part of the instrument was damaged and clogged. There was no report of patient impact. The following information was provided by the initial reporter: the bd q-syte standalone connector was attached to the cvc line. The silicon rubber was broke and blocking the pathway, that causes difficulty to flush.